Manufacturer narrative:
The product pertaining to this claim was not returned however; the lens was received and a visual inspection shows half of the lens and a haptic is torn off and missing. The optic is torn in half and there is clear surgical residue on the lens. It should be noted that the foam tip plunger and cartridge were not returned for evaluation. Work order search. A work order search was performed on the lens serial number for similar complaints within the search and there were no similar complaints found.

Event description:
The reporter stated that, the surgeon was advancing a 9.0 diopter single piece collamer lens in the msi-pf injector and the lens became stuck and tore in the injector. The tip of the injector touched the pt's eye but not the lens. The reporter stated it was due to the injector.